Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A manual sound test was performed and passed. A global receiver sound test was performed and passed. A wiggle test was performed and passed. Functional testing was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be determined. A root cause could not be determined.